Manufacturer narrative:
Continuation of d11: product ID: 39565, serial# unknown, implanted: (B)(6) 2017, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was tested directly on 2020-oct-12 and the impedances were still over 10000 ohms. There was no explant planned at that date and the healthcare professional will discuss with the patient what they have to do: change or stop the stimulation.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that all impedance values were greater than 10000 ohms. There was no problem that may have led or contributed to the issue. The ins and lead would be controlled in the operating room and an intervention to check the ins and lead would be planned. There was no date as of (B)(6) 2020, and the issue was not yet resolved. The patient experienced a return of symptoms and pain increase.